Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of battery life indicator for the implantable pulse generator (ipg). It was mentioned that the patient had a non-device related surgery wherein an electrocautery may have been used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.